Event description:
It was reported when using thebd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when trying to engage the pink safety after drawing a patient's blood, the pink safety fell off. Upon examination, there was nothing broken where the safety shield attaches to the device."

Manufacturer narrative:
The following fields were updated due to additional/corrected information: b.5 describe event or problem: it was reported when using thebd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was a safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when trying to engage the pink safety after drawing a patient's blood, the pink safety fell off. Upon examination, there was nothing broken where the safety shield attaches to the device." D.1. Medical device brand name: bd vacutainer® eclipse¿ blood collection needle with pre-attached holder d.3. Medical device manufacturer:becton, dickinson & co., (bd) d.4. Medical device catalog # 368651. D.4. Unique identifier (UDI) #: (B)(4). G.2 manufacturing location: becton, dickinson & co., (bd). G.5. PMA / 510(k)#: k982541.

Event description:
It was reported when using the unspecified bd eclipse collection needle there was a safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when trying to engage the pink safety after drawing a patient's blood, the pink safety fell off. Upon examination, there was nothing broken where the safety shield attaches to the device."

Manufacturer narrative:
The following field was updated due to corrective information: b.3 date of event: (B)(6) 2022. H.6 investigation summary: "material #: 368651. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd eclipse collection needle there was a safety shield failure issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when trying to engage the pink safety after drawing a patient's blood, the pink safety fell off. Upon examination, there was nothing broken where the safety shield attaches to the device."